Event description:
Customer reported that the tubing broke "at the blue plastic part" (presumed to mean upper fitment) that comes out of the pump. The device alarmed for air-in-line, the user opened the door on the pump module and upon opening, the IV tubing "broke in half". No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Manufacturer's report date: 04/21/2015. (B)(4). The customer's report of the tubing separating "at the blue plastic part" was confirmed. Visual inspection of the set noted that the silicone segment was separated from the upper fitment and the ring retainer was on the silicone segment tubing in the same location when assembled in manufacturing. Functional testing was not performed. Dimensional testing was performed on the silicone segment, the upper fitment and the ring retainer. All 3 components were within the manufacturers specifications. The root cause of the customer's report that the tubing separated "at the blue plastic part" was not identified.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.